Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required surgery and stabilize the patient. After transseptal puncture, the dilator was outside of the introducer in the la. The introducer was pulled back because it felt stuck, and it was noted that a piece of the dilator had broken off. No additional intervention was needed to remove the dilator piece, and fluoroscopy was used to account for all pieces. The introducer was replaced which resolved the issue. The brk needle was reshaped but the physician felt the curve was wrong, so the brk needle was replaced, and the procedure was able to be continued. Mapping was completed and ablation was started. Difficulty locating the left inferior pulmonary vein (lipv) was noted so an attempt was made to map it with the ablation catheter, but it was still difficult to find. The lipv was located after approximately 10 minutes, and ablation was started on the left side posterior. After a few ablation points, a drop in the patient's blood pressure was observed. An ultrasound revealed a pericardial effusion. A pericardiocentesis was performed followed by surgery to repair the perforation and stabilize the patient. The physician later reported that the location of the perforation was near the lipv. The physician believed the cause of the pericardial effusion to be either the ablation catheter or the introducer. There were no performance issues with the tacticath se ablation catheter.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The hub of the dilator was detached from the dilator tubing. Visual inspection of the joint could not determine a root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.